Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has a titanium allergy. Following pump replacement the incision wound "would never heal". Patient now had an external pump (unknown brand) that was delivering medicine through the patient's port. The baclofen (compounded) therapy was working great according to healthcare provider (hcp) and they wanted to implant another pump; however due to patient's allergy were considering customizing pump material. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
Replaced pump model: 8637-40, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).